Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that both of the patient's leads had high impedances. Surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Weight has been revised with procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B1 correction: product problem was not initially checked. G3 correction: awareness date was corrected. H3 correction: no was not initially checked. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.